Manufacturer narrative:
Due to an increase in reports of similar failures, CAPA 25-007 was implemented. Investigation found a potential issue where if an intermittent loss of connection occurs between the speed control dial and smartdrive electronics, an involuntary activation of the drive motor could occur. Further engineering analysis concluded that this anomaly would only occur if the speed control dial was powered on and in a forward rotated drive position but in stand-by mode. If the connection is lost and re-introduced while in this position, the electronics could potentially interpret the re-introduction of signal as being a new command to engage the drive motor. As this type of failure can be reproduced and has the potential to occur with all versions of speed control dial, as part of the CAPA, permobil has implemented a product recall for all speed control dials in the market, z-2538-2025, z-2539-2025, z-2540-2025. The end-user will be provided with a switch control button to replace the affected speed control dial.

Event description:
Received report claiming while the end-user was using the smartdrive mx2+ device via a speed control dial, claims when rotating the dial back to the stand-by/neutral position to stop, on occasion the motor would not disengage and continued to run which reportedly forced the end-user into a wall where they fell out of the manual wheelchair. No injuries were reported to have occurred as a result.